Event description:
During a routine device exchange procedure, high pacing impedance was observed on the left ventricular (lv) lead. Lv lead damage was suspected, however, no anomalies were noted during x-ray imaging. No intervention was performed at this time. The patient was stable and will continue to be monitored.